Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and had unresponsive buttons. The customer was assisted with button error/keypad anomaly troubleshooting. The customer¿s blood glucose level was 135 mg/dl at the time of the incident. The customer stated that there was no significant event leading to the keypad issues, but added that they were sweating but did not think if affected the insulin pump. The customer could not see if the clock on the insulin pump advanced when observed for one minute due to having removed the battery. The customer stated that an unexpected restart alarm was received when they removed the battery and reinserted it. Troubleshooting could not be performed further due to the unresponsive buttons. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.